Event description:
It was reported that the pt had their lead explanted and replaced because of high impedances. An additional comment was that, "it stopped working after it had worked so well." It was unclear if the neurostimulator was explanted and replaced as well. The pt recovered without sequelae. The lead was returned for analysis. Additional info has been requested.

Manufacturer narrative:
Analysis results for the lead were not available at the time of this report. A follow-up report will be sent when analysis is completed.